Event description:
The healthcare professional reported that during a procedure on (B)(6) 2025, a 4.0mm dia x 30mm enterprise®2 (enf403012 / 8994896) was used, and the stent was prematurely deployed in the hub of the concomitant prowler select plus microcatheter. There was no report of any negative patient impact. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation and analysis. The product investigation completed on 07-nov-2025. Based on the completed product investigation, this event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.0mm dia x 30mm enterprise®2 device was received contained in the decontamination pouch. Visual inspection was performed. The stent component was observed already detached from the delivery system. The delivery wire and the introducer were found in good condition. Microscopic inspection was performed on the stent component. Several struts were noted to be bent on both sides. The issue reported in the complaint regarding the stent being deployed inside of the hub of the microcatheter was confirmed during the inspection due to the stent no longer being attached to the delivery system. The observed damage observed on the stent is likely due to the result of the reported difficulty maneuvering the stent through the microcatheter. This may have resulted in enough mechanical stress on the stent struts so as to cause them to bend. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8994896. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.